Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). RMA issued. Replacement device frame and clamp shipped to site (B)(4) 2014. Suspect part(s) not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, during a lumbar spinal fusion procedure, the spine clamp and reference frame were attached to the patient anatomy and an o-arm spin was taken. It was then noticed that the frame position was drifting. The clamp and frame were removed and the surgeon opted to complete the procedure using live fluoroscopy with a c-arm instead of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Unable to duplicate reported issue with either the clamp or the frame: the returned frame is well worn but in good condition. With markers attached and fully seated, the frame returned good geometry and divot error readings. The attachment starburst is solidly attached to the frame and receives the clamp without issue. No problem found. The returned clamp is in good condition with all moving parts functioning normally. No problem found.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.